Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer charged the pump to address the alarm and continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.